Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was experiencing pain at their pocket site after a fall. The hcp stated that the patient¿s implantable neurostimulator (ins) was placed in their abdominal area and they fell forward. It was noted that the patient would experience pain when the ins was turned off and has had stimulation turned off since the fall. The patient mentioned that the fall occurred ten days prior to the date of this report, and that the worst pocket pain was noticed on (B)(6) 2018. This was considered a sudden change in therapy/symptoms. It was reviewed that the patient should allow the area to heal and that it could possible need revising. The hcp indicated that the patient would be due for an ins replacement soon as well. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp that stated that a CT scan was performed and the ins was reprogrammed after which the issue was resolved. No further complications were reported.